Manufacturer narrative:
The date (B)(6) 2015 was provided as a best consideration as the date of event. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The monthly report for the time period of when amo was notified of the event does not show any significant change over historical complaint limits. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities and that the system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) inspected the signature system at the customer location. Fss replaced advantech single board computer (sbc), instrument manger and modified ethernet cable assembly, hard drive and network adapter printed circuit board assembly (pcba) to solve the issue with the unit. Errors 2011 (error getting version strings from instrument host) / error 2012 were reported again. When fss inspected the unit, he was able to duplicate the 2012 error issue during first start up. Fss replaced instrument manager, hard drive and subsystem controller board. In this case the software upgrade of the instrument manager was made with level 2 support universal serial bus (usb) service stick. Fss performed calibration and field service checklist as well as surgery support during surgery was done on this visit. The field service specialist note that the error reoccurred later; therefore, it was decided to retire the system and to replace it with another unit. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that error 2012 (instrument host timeout error) occurred at startup on the whitestar signature system. Customer reported that rebooting the unit solved the issue. There was no patient involvement reported and patient treatments were not delayed or cancelled.